Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, root cause could not be identified. However, it is considered that water and moisture entered the inside of the scope, and the moisture damaged the internal board of the connector, which led to the occurrence of the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope received an e315 scope error code. The issue occurred during reprocessing. There was no patient under anesthesia at the time of incident. There were no reports of patient harm.